Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
It was reported that the 2nd t would not deploy. It was confirmed that one t was left in and everything else was cut out. Two lots were identified, but it is unknown which lot was involved.